Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that she had an issue with the cannula which cause the hospitalization. The current blood glucose reading is 300 mg/dl. Customer has treated with insulin pump. The blood glucose reading at the time of the event was 975 mg/dl. The paramedics were call to transport customer to hospital. Customer stated that she was disoriented. Diagnosed diabetic ketoacidosis. Customer stated that the cannula was bent. Nothing further reported.